Manufacturer narrative:
Concomitant medical product: unknown biotronik ICD, implanted: (B)(6) 2013. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient developed an infection. During explant of the device system, the patient developed vascular bleeding and the leads were cut, capped and abandoned. The patient later developed a left upper chest pocket infection and abscess and was treated with antibiotics. The patient underwent pocket debridement and the leads were cut additionally to allow the leads to retract away from the pocket. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.